Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator displayed an "ovp (over-voltage protection) circuit failed" error code (1127). There was no patient involvement when the issue occurred. There was no patient or user harm reported. While servicing the device, the se reported that the v60 ventilator displayed an ovp error code 1127. Replacement of the motor control printed circuit board assembly (pcba) and power management pcba was advised. The customer was provided with a quote for service; however, the quote was cancelled, and the customer reported that the issue was no longer occurring. The record was closed with no further actions performed by philips. No further details could be obtained regarding the event. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.